Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a partially broken off reservoir tube lip and the reservoir did stay locked in place. The pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the reservoir would not lock in the reservoir compartment. The customer's blood glucose was 75 mg/dl at the time of incident. The customer's spouse stated that they rewind the insulin pump but the reservoir did not lock in. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.